Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during manual prime. The customer's blood glucose was 90 mg/dl at the time of incident. Troubleshooting was not performed for no delivery alarm. The customer also reported that the drive support cap was coming out of the insulin pump. The customer's blood glucose was 70 mg/dl at the time of incident. The insulin pump will not be returned for analysis.